Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and noted the loop was broken off. The loop was not returned for evaluation. A microscopic inspection was performed and noted char stains at the breaking point of the loop as well as a reddish stain (blood) on the resector post. Further inspection found the shaft deformed with corrosion-like stains at the proximal end of the connecting pin. A continuity test was performed and found one of the post on the device had no continuity readings. The cause of the reported event could not be determined; however, based on similar reports, excessive stress or pressure applied on the loop during use can attribute to the breakage. The device will be sent to the OEM for further inspection. The instruction manual warns users ¿should the device become deformed or damaged in anyway, it should be replaced immediately as continued use may result in unpredictable operation or device failure.¿

Event description:
Olympus was informed during an unspecified procedure, the tip of the electrode broke off and fell inside the patient. The device fragment was retrieved with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. A visual inspection of the device confirmed the reported event as the active tip was missing and has not been returned for evaluation. It is unknown as to whether there has been any ablation conducted, however there are a few scratches on the cable and proximal connector indicating that the electrode has been assembled to the cable. The cable shows no signs of damage. The epotek (adhesive) does not appear to have failed as the remaining active wire is still fitted inside the ceramic. There are no obvious signs of mechanical damage to the remaining sections of the device. It is unknown how the active tip was detached or broken.